Event description:
It was reported that the outer coating was breaking up. The tube had been changed twice. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was received in used conditions without its original packaging. Visual inspection was performed at 12 under normal conditions of illumination in order to detect any damage on the part. During the visual inspection, it was observed that surface of the shaft was damaged (broken silicon). No functional testing was performed during the evaluation. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the manufacturing facility. As a preventive action manufacturing personnel was notified by the area trainer as awareness of the failure mode reported by the customer.